Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided catheter placement procedure using a hickman/leonard/broviac central venous catheter. On (B)(6) 2026, post-procedure, cracks and fluid leakage were observed near the base of the catheter. The product was repaired using a repair kit on the same day. However, on (B)(6) 2026, leakage was confirmed again, and on (B)(6) 2026, the damaged product was removed and replaced with a new one. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac repair kit s/l catheter was returned for evaluation. Gross visual, microscopic, tactile, functional evaluations were performed. An in-house syringe with dye water was attached to the luer. The catheter was patent to both infusion and aspiration without issue. No leaks were observed. Therefore, the investigation is unconfirmed for the reported fluid leak issue as no leaks were observed. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided catheter placement procedure using a hickman/leonard/broviac central venous catheter. On (B)(6) 2026, post procedure, cracks and fluid leakage were observed near the base of the catheter. The product was repaired using a repair kit on the same day. However, on january 05, leakage was confirmed again, and on (B)(6), the damaged product was removed and replaced with a new one. There was no reported patient injury.